Event description:
I am currently involved in a vaginal mesh product litigation. Four surgeries have been performed on me as of this date. On (B)(6) 2005, gyne mesh ps was inserted into me to correct a dropped bladder and rectum. This is a very painful surgery and has a long recuperation time. After so many surgeries for this problem I had no intention of going through it for a fourth time. In (B)(6) of 2005, it was discovered that the mesh was embedded in my vagina. Being frightened that an infection could occur, I reluctantly had another surgery done on (B)(6) 2008. On this date dexon mesh lot a5l603 was inserted into me. There is now so much scar tissue and pain that I can no longer have sexual intercourse. For a woman of (B)(6) this is devastating to me. I have a loving husband of 35 years who is very understanding but none the less, I feel less of a woman because of my condition. If there is anything you can do about this matter that has virtually ruined my life I would greatly appreciate it.